Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose was 106 mg/dl at the time of incident. Selftest passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display or audio or beep anomaly noted. Unit alarmed motion sensor test failure during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm due to motion sensor test failure alarm.